Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced hyperglycemia. The customer's blood glucose level was 410 mg/dl at the time of the incident. The customer was assisted with troubleshooting. The customer stated that they had the old insertion device, the site was not being inserted properly or it was not working. The customer stated that as the infusion sets were not going in properly they experienced high blood glucose. As the cannula was bent, the needle could penetrate but not the cannula. The device will not be returned for analysis.